Event description:
Patient received inappropriate therapy due to noise seen on both the rv lead and this atrial lead. Patient was at a follow-up today and all atrial and rv lead values are within normal limits and no noise is seen on either lead. Provocative maneuvers advised at this time and the leads are to be followed. 3/6/14 - this lead as well as the ICD and rv lead were explanted on (B)(6) 2014 due to crush on both the ra and rv leads. Chatter was able to be recreated. The system was replaced.